Event description:
It was reported by service report that there was a loose fitting on the hydraulic sub-assembly cylinder and there was a leak. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Hydraulic sub-assembly.